Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. From the information provided and, a general reagent issue could most likely be excluded. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys ft4 iii assay result for one patient sample from the cobas e 801 module serial number (B)(4). The sample was retested with the accursed and architect methods and then submitted for investigation where it was tested on a cobas e 801 module. The customer reported out the results to a physician.